Event description:
The customer reported the unit is not working, constantly alarms then cuts off. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.